Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to his expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 1028pm. The patient reported a blood glucose result of "316 mg/dl" with the subject meter. The cca was advised the patient manages his diabetes with novolog insulin. At the time of the alleged issue, the patient took 6 units novolog insulin. On (B)(6) 2011 at 257am, the patient claimed he felt symptoms of muscle weakness, shaky, sweaty and had difficulty walking. The patient did not specify treatment received. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.